Event description:
It was reported that the foley catheter balloon asymmetrically inflated during pretest.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found that the reported event was not reportable. The actual/suspected device was inspected.

Event description:
It was reported that the foley catheter balloon asymmetrically inflated during pretest.